Event description:
Boston scientific received information that this device and right ventricular lead were explanted due to a pocket infection. No additional adverse patient effects were reported following the explant procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.